Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 100 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit with fixed prime. Customer also reported that batteries were not lasting and received a failed battery alarm and low battery alert. Customer was not able to remove site to check for bent cannula and was not able to complete troubleshooting due to needing assistance from daughter.